Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had my fallopian tubes removes with coils in (B)(6) 2016") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), malaise ("sick") and hidradenitis ("hs"). The patient was treated with surgery (fallopian tubes removed with coils). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, endometriosis, malaise and hidradenitis outcome was unknown. The reporter considered endometriosis, hidradenitis, malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fallopian tubes removed with coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), malaise ("sick"), hidradenitis ("hs"), gastrointestinal motility disorder ("bowel movement after 3 days of hysterectomy") and abdominal pain upper ("sharp pain in stomach"). The patient was treated with surgery (fallopian tubes removed with coils). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, endometriosis, malaise, hidradenitis, gastrointestinal motility disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, endometriosis, gastrointestinal motility disorder, hidradenitis, malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event stomach pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("I had my fallopian tubes removes with coils (B)(6) 2016") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), malaise ("sick"), hidradenitis ("hs") and endometriosis ("endometriosis"). The patient was treated with surgery (fallopian tubes removed with coils). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, malaise, hidradenitis and endometriosis outcome was unknown. The reporter considered endometriosis, hidradenitis, malaise and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 22-oct-2018: social media received. Events: hs, endometriosis, medical device removal were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fallopian tubes removed with coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), malaise ("sick"), hidradenitis ("hs"), gastrointestinal motility disorder ("bowel movement after 3 days of hysterectomy") and abdominal pain upper ("sharp pain in stomach"). The patient was treated with surgery (fallopian tubes removed with coils). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, endometriosis, malaise, hidradenitis, gastrointestinal motility disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, endometriosis, gastrointestinal motility disorder, hidradenitis, malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my fallopian tubes removes with coils (B)(6) 2016) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), malaise ("sick"), hidradenitis ("hs") and gastrointestinal motility disorder ("bowel movement after 3 days of hysterectomy"). The patient was treated with surgery (fallopian tubes removed with coils). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, endometriosis, malaise, hidradenitis and gastrointestinal motility disorder outcome was unknown. The reporter considered endometriosis, gastrointestinal motility disorder, hidradenitis, malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the event ¿bowel movement after 3 days of hysterectomy¿ was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.